Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and high pacing thresholds. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. There was no indication of product return.